Event description:
Patient reported experiencing sharp pain on left side and down both legs for several months. The infusion system was implanted for failed back surgery syndrome - chronic pain treatment in 2005, drug information was not reported. Additional information regarding the patient reported events has been requested from the hcp, and a follow up report will be sent when new information is received.